Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that a onetouch ultra meter "does not turn on." The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain additional information. This patient tests his blood glucose at least four times a day and manages his diabetes with insulin (usually taken with no dose adjustments). Sometime near the end of the previous month, the patient stated that the meter would not turn on. As a result, the patient reportedly did not make any changes in terms of his diabetes management. Sometime after the reported meter issue that patient claimed that he developed "dizziness, leg cramps and high blood glucose." The mas was unable to reach the patient to collect further information in regards to reported symptoms of "high blood glucose." On twenty four days prior to original date, the patient was reportedly admitted to the hospital and a blood glucose of "over 400 mg/dl" was reportedly obtained on the hospital's device. The patient claimed that he was treated with IV fluids while at the hospital. It was unknown whether he was diagnosed or treated with any other health conditions and how long he stayed at the hospital for. It would also been helpful to know what the patient's activities were before developing the reported symptoms. The following information was verified by csr: the patient did not replace the battery per the owner's manual and the patient does not have an extra battery to replace the meter with. The meter did not power on when the power button was pressed. This was not a new out of box product. There was no meter trauma. The patient's products have been replaced. The complaint is being reported due to the following conclusions: the patient claimed that he developed symptoms suggestive of hyperglycemia and reportedly obtained blood glucose "over 400 mg/dl" on the hospital's device after the alleged meter issue began.